Event description:
Litigation papers allege: on or about (B)(6) 2007, patient was implanted with a depuy pinnacle hip on her right side. After the surgery, patient began experiencing severe pain, discomfort, and inflammation in her right thigh, buttocks, and groin. There is no mention of revision.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Pfs and medical records were reviewed for MDR reportability. Pfs reported pain, limited mobility, limited range of motion, difficulty walking long distances, difficulty with stairs and stiffness. The medical records reported complaint of pain but no revision surgery is documented. Lab results for chromium and cobalt were less than 7 parts per billion and will not be reported.part/lot updated for liner and femoral head added to complaint. The complaint was updated on: (B)(6) 2016.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combinations since release for distribution. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).

Event description:
In addition to what were previously alleged, ppf alleges elevated metal ions, however it was stated in the previous labs that metal ions were below 7. Added state, associated contact and law firm.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.